Event description:
It was reported that the user¿s ilet pump sustained screen damage while in a pocket, rendering the device locked and unusable for interface functions, though insulin delivery from the automated correction algorithm continued and blood glucose was reportedly unaffected; a replacement was shipped, and the original device was to be returned, with guidance provided for shutdown and data sync. Symptoms included none reported. Outcomes included product replacement and user continuation of diabetes therapy via the system and compatible cgm. Investigation included review of the reported device condition, verification of shipping and return logistics, and coordination for device retrieval. Investigation of this case revealed a damaged display assembly consistent with physical damage and a subsequent replacement unit that produced an unrecoverable alert event, prompting another replacement. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Event description:
It was reported that the user¿s ilet pump sustained screen damage while in a pocket, rendering the device locked and unusable for interface functions, though insulin delivery from the automated correction algorithm continued and blood glucose was reportedly unaffected; a replacement was shipped, and the original device was to be returned, with guidance provided for shutdown and data sync. Symptoms included none reported. Outcomes included product replacement and user continuation of diabetes therapy via the system and compatible cgm. Investigation included review of the reported device condition, verification of shipping and return logistics, and coordination for device retrieval. Investigation of this case revealed a damaged display assembly consistent with physical damage and a subsequent replacement unit that produced an unrecoverable alert event, prompting another replacement. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.